Event description:
A hospital in (B)(6) reported via our distributor that a leak alarm showed when the customer was testing the rt340 adult evaqua breathing circuit with a servo-s ventilator. The alarm was in relation to the expiratory limb of the rt340 circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. Results: visual inspection revealed that the grommet and the elbow were not correctly assembled during production. A lot number was not provided, thus a lot check could not be performed. Conclusion: based on our visual inspection, the grommet was missing from the inspiratory elbow. This error in assembly is likely to have occurred during production. Process instructions for the assembly of the rt340 state: "align the grommet with the shape of the elbow, and place the grommet inside." The exclusion of the grommet from the inspiratory elbow during production was likely to have been overlooked during inspection and testing on the production line. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.